Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7080657; UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was fractured. High impedances and inadequate stimulation were noted.